Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to high defibrillator thresholds and difficult to convert the arrythmia. No additional adverse patient effects were reported.